Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that after a shower, the user experienced trouble with contact detach tubing and the ilet bionic pancreas displayed alerts indicating no insulin delivery and occlusion, which were resolved only after a full supply change using a new infusion set and cartridge; insulin did not visibly drop during fill, and subsequent replacement from a new box allowed completion of the supply change. The user experienced a blood glucose peak of 362 mg/dl with no adverse clinical symptoms. Outcomes included temporary delay of insulin delivery with no health impact. User support included remote troubleshooting, guided supply change, and monitoring after replacement. Investigation of this case revealed an infusion set or cartridge-related delivery interruption consistent with an occlusion that resolved after replacing supplies. It was concluded that the event was due to an occlusion in the insulin delivery pathway, corrected by a supply change, with device function restored following replacement and user guidance.